Event description:
New information notes that the patient presented to a follow-up visit. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The physician will monitor the patient. The patient is in good condition.